Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 80% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
There was a detachment on the hypotube approx. 13cm distal to the strain relief. There were kinks evident on the transitional shaft and the hypotube. Tactile testing confirmed kinks. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th distal stent wraps with struts raised. Proximal stent od = (0.052 inches); mid stent od = (0.041 inches); distal stent od = (0.041 inches). Specification = (0.055 inches) max. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. There was no other damage evident to the remainder of the device. The detachment occurred in vitro after the device was removed from the patient. If information is provided in the future, a supplemental report will be issued.